Manufacturer narrative:
(B)(4) the device was received for evaluation. Visual and photo inspection confirmed that the inner tyvek lid pull tab was sealed within the outer tyvek lid. When the outer lid was lifted, the inner tab delaminated. A review of the manufacturing records is performed and documented after all processing is complete for all zimmer manufactured products. Documentation was reviewed for completeness and accuracy to confirm that the lot was manufactured, inspected, and packaged to specification. The device was used for treatment. This is a previously addressed packaging issue. Root cause is operator error during packaging. A corrective and preventive action has investigated this failure. This device was manufactured prior to implementation of the associated corrective actions. No other complaints have been received against this manufacturing lot. Complaints of this nature are monitored through for adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the screw packaging was difficult to open causing a sterility issue. It is unknown if the device was used during surgery.